Event description:
It was reported that a follow-up appointment, this device was found to be exhibiting code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that a follow-up appointment, this device was found to be exhibiting code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis and is pending the investigation conclusion.

Event description:
It was reported that a follow-up appointment, this device was found to be exhibiting code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable device was thoroughly inspected and analyzed. Interrogation of the device confirmed that a code 1003, indicating a low voltage fault, had been declared. It was confirmed that critical therapy remained available. No other suspicious faults or resets were noted while the device was implanted. An analysis of the stored daily battery voltage measurements revealed a pattern of steady and rapid discharge, which is consistent with a malfunction. However, when the device case was opened and extensive battery testing, no issues were observed. Therefore, the "cause not established" conclusion code was selected based on the observation of an abnormal rate of battery depletion. However, probable cause could not be determined, as the investigation revealed no abnormalities during a thorough battery analysis.